Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to myopotential oversensing during a routine follow-up in clinic. Programming changes were made to resolve the issue. The asymptomatic patient was fine during and after the event and will be followed up normally.